Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that nearly 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type ii and immediate implant and immediate load procedures weres performed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that nearly 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type ii and immediate implant and immediate load procedures were performed.